Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. The patient reported the water from the humidifier came out through the tube to the mask and his nose. Patient reported also that he seek medical intervention because he has a water in his lungs because he was using the device with water in the mask. Patient current condition is already cured. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 1/09/2024 and h11 is updated as: the manufacturer received information in relation to a dreamstation auto CPAP. The patient reported the water from the humidifier came out through the tube to the mask and his nose. Patient reported also that he seeks medical intervention because he has a water in his lungs because he was using the device with water in the mask. Patient current condition is already cured. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.